Manufacturer narrative:
Visual inspection has confirmed the reported event. The screw was fractured and evidence of the fracture was observed inside the implant. The lot number for the screw was not provided and therefore a device history record review could not be completed. A definitive root cause has not been determined.

Event description:
The dentist reported that the abutment screw fractured inside the implant. The implant was surgically removed.